Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak that occurred during a patient's hemodialysis treatment. The blood reportedly leaked from the head of the dialyzer. It was confirmed that the blood in the dialyzer and bloodlines was not returned. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Additional information: see event.

Event description:
Additional information: the user facility nurse confirmed the event date as (B)(6)2019. The nurse confirmed the blood leak occurred within a few minutes of the start of the patient¿s hemodialysis treatment. The nurse confirmed this was an external blood leak and confirmed blood was visually observed on the floor beneath the dialyzer. The nurse confirmed there were no machine alarms. The nurse confirmed the fresenius 5008 machine was used for treatment, and a non-fresenius blood line was used for treatment. The nurse confirmed the leak was seen coming from the dialyzer header, and confirmed there was no visible sign of defect. The nurse confirmed the blood in the dialyzer and bloodlines was lost. The patient reportedly completed treatment on the same machine with new supplies. The nurse confirmed the patient¿s initials are a.c., she is female, her date of birth is 10/06/1976, and her dry weight is 92.5k. The nurse confirmed the patient dialyzes 3 times per week and has been on dialysis for one year. The nurse confirmed the patient¿s blood flow rate was 350, and their dialysate flow rate is 500.